Event description:
Staff member gave injection to a patient, went to unscrewing the pen needle from pen and did not realize that the needle has not retracted. Staff member sustained a needle stick injury in finger as the device was unscrewed from top angle. Staff went to receive medical attention and is fine.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review is to be conducted by mfg. Will submit supplemental report when this is completed. Regulatory compliance will continue to monitor on monthly trend reports.